Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of essure coils') and pregnancy with contraceptive device ('pregnancy') in an adult female patient who had essure (batch no. 20218446) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (miscarriage) in 2011, multigravida and parity 2 ((B)(6) 1991 and (B)(6) 2010). Concurrent conditions included chest pain, shortness of breath, headache, skin hyperpigmentation and arthralgia. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods"), dyspareunia ("painful sex"), alopecia ("hair loss"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal issues"), mental disorder ("psychiatric disorder") and abortion spontaneous ("miscarriage"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the perforation, pregnancy with contraceptive device, pelvic pain, abdominal pain lower, menstrual disorder, dyspareunia, alopecia, fatigue, abdominal pain, gastrointestinal disorder, mental disorder and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, dyspareunia, fatigue, gastrointestinal disorder, menstrual disorder, mental disorder, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff suffered from an unplanned pregnancy/miscarriage in 2016. Patient experienced another episode of pregnancy in (B)(6) 2011 which is captured under case: (B)(4). As per current pfs plaintiff claimed that she had her essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were not properly in place; on (B)(6) 2010: patent tubes bilaterally with bilateral contrast extravasation/spillage noted.. Ultrasound scan vagina - on an unknown date: bilateral tubal ligation coils in place. Lot number: 20218446, manufacture date: 2009-10, expiration date: 2012-10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: quality safety evaluation of ptc:product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of essure coils') and pregnancy with contraceptive device ('pregnancy') in an adult female patient who had essure (batch no. 20218446) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (miscarriage) in 2011, multigravida and parity 2 ((B)(6) 1991 and (B)(6) 2010). Concurrent conditions included chest pain, shortness of breath, headache, skin hyperpigmentation and arthralgia. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods"), dyspareunia ("painful sex"), alopecia ("hair loss"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal issues"), mental disorder ("psychiatric disorder") and abortion spontaneous ("miscarriage"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the perforation, pregnancy with contraceptive device, pelvic pain, abdominal pain lower, menstrual disorder, dyspareunia, alopecia, fatigue, abdominal pain, gastrointestinal disorder, mental disorder and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, dyspareunia, fatigue, gastrointestinal disorder, menstrual disorder, mental disorder, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff suffered from an unplanned pregnancy/miscarriage in 2016. Patient experienced another episode of pregnancy in (B)(6) 2011 which is captured under case: 2019-219021. As per current pfs plaintiff claimed that she had her essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were not properly in place; on (B)(6)2010: patent tubes bilaterally with bilateral contrast extravasation/spillage noted.. Ultrasound scan vagina - on an unknown date: bilateral tubal ligation coils in place. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs and medical record received. Essure lot number added. Product indication updated. Events added: perforation of essure coils, pregnancy, abdominal pain, gastrointestinal issues, psychiatric disorder, miscarriage and device ineffective. Medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.